Event description:
A (B)(6) y/o female underwent peripheral vascular intervention via radial artery approach. Upon completion of the procedure, the sheath became stuck in the radial artery, and upon multiple attempts to retrieve the sheath, it fractured into several pieces, requiring vascular surgery intervention for interposition reverse saphenous vein graft between the brachial artery and its distal end, dissection of left radial artery, direct repair of left common femoral artery, and left forearm fasciotomy, with thrombectomy of proximal and distal brachial artery and proximal and distal angiograms. Initial reporter email: (B)(6).